Manufacturer narrative:
This follow up report is being submitted to include the device history record(DHR) review and results from the legal manufacturer investigation. The legal manufacturer performed the DHR review for this device and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. The probable cause of no image with the 180 scope is related to the following reasons: abnormal cv-190 scope socket. There are 180 scope abnormalities. If you have abnormal maj-1430. The instructions for use (IFU) states: do not apply excessive force to the video system center and/or other instruments connected. Otherwise, damage and/or malfunction can occur. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
Initial reporter health professional/occupation: information has been requested but unknown at this time. Olympus technical assistance center (tac) support spoke to the customer to troubleshoot the device. Tac instructed the customer to connect a 190 series scope and image was obtained on the main and (B)(6) monitor. The maj 1430 video scope cable was replaced however, black image persisted with the 180 scopes. The gif-h180 scope was connected to another tower and the black image issue continued. Furthermore, a different 180 scope was attempted and both light source cables were secured but the issue persisted. Tac recommended to the customer to obtain a refurbished or new maj-1430. If that does not resolve the issue, the cv-190 will need to be sent in for repair. Three follow up attempts were made to the customer to obtain update on if the issue was resolved however, no response was received. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the evis exera iii video system center display black image when connecting the gif-h180. There was no patient involvement, no harm or user injury reported due to the event.